Event description:
In review of published literature, these findings were noted. Animesh rathore, md, peter gloviczki md, gustavo s. Oderich md, and thomas c bower md, ¿collapsed bifurcated modular infrarenal endograft¿. Copyright© 2018 by the society for vascular surgery. Listed in the article is a table that describes the following: one patient had a gore® excluder® aaa endoprosthesis implanted and four years after implant the patient presented with back pain, left le ischemia and a type b aortic dissection. The type b dissection was repaired with another enodgraft. The patient was asymptomatic at 6 months and the potential cause of collapse was reportedly due to the acute type b aortic dissection. Additional event specific information was not provided.

Manufacturer narrative:
Corrected source to state company representative and literature.

Manufacturer narrative:
Lot/serial numbers were not provided; therefore, a review of the manufacturing records could not be conducted. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
In review of published literature, these findings were noted. Animesh rathore, md, peter gloviczki md, gustavo s. Oderich md, and thomas c bower md, ¿collapsed bifurcated modular infrarenal endograft¿. Copyright© 2018 by the society for vascular surgery. Listed in the article is a table that describes the following: one patient had a gore® excluder® aaa endoprosthesis implanted and four years after implant the patient presented with back pain, left le ischemia and a type b aortic dissection. The type b dissection was repaired with another endograft. The patient was asymptomatic at 6 months and the potential cause of collapse was reportedly due to the acute type b aortic dissection. Patient was asymptomatic at 6 months. Additional event specific information was not provided.